Event description:
It was reported that the device did not ventilate the pt in bipap mode. The pt got hypoxic and needed to be reanimated.

Manufacturer narrative:
The device was tested onsite. No failure could be found. The lot files have been sent for eval to the MFR. The customer stated that the event happened at 5:40. The investigation of the log indicated that the device was switched on at 4:52, settings were made and the device was placed in standby mode. At 5:55 the device was switched off and on again booted and ventilation was started. However big leakages in the breathing hose system were discovered by the evita and multiple alarms were generated. The user quit all alarms at that moment. No device failure could be drawn. The device was in standby mode at the time of event.